Event description:
A medtronic representative reported that, while in a spine procedure, the camera accuracy of the navigation system was deemed to be poor as the surgeon performed the registration process several times. No further details regarding the concern, or where in the procedure it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2014. A medtronic representative, following-up at the site, reported spheres were switched out due to poor recognition of the spheres by the camera, but did not resolve their issue. RMA issued. Replacement psu/camera shipped to site. Medtronic investigation of returned suspect camera finds that tracking was found to be normal throughout the volume during functional testing. The psu passed an aak test at .40 mm with normal line separation of .94 mm. The psu passed a second set of tests with similar results. No problem found. Device did not cause event.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.